Event description:
A patient implanted with evoke spinal cord stimulation (scs) system underwent a lead revision for additional coverage. During the revision procedure, the surgeon reported difficulty in achieving ideal lead positioning. Multiple attempts to reposition the previously implanted lead and a new lead were unsuccessful. The patient was connected to an intraoperative neuromonitoring system, which indicated some electromyography anomalies during the revision. As a result, the scs system was explanted.

Manufacturer narrative:
The explanted evoke spinal cord stimulation (scs) system was not returned to saluda. The cause of lead placement difficulty could not be definitively concluded. It had been reported that the placement difficulty was encountered with a new lead and the previously implanted lead, possibly indicative of physiological feature which could have contributed to the placement difficulty. The cause of the patient's symptoms during the procedure cannot be conclusively determined. Section h4, device manufacture date for lead serial number (B)(6): 22/december/2020. Section h4, device manufacture date for lead serial number (B)(6): 09/december/2020.